Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4) the reported event required medical/surgical intervention to preclude permanent damage to a body structure. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of a tfna performed on (B)(6) 2016 due to non union of a subtrochanteric fracture. Patient had a 10mm x 130 degree x 420mm left nail implanted post a fall. The fracture was not healing after being implanted in late 2015. On revision, nail removed, reamed to 13.5mm with synream set and a tfna 12mm x 130 degree x 420mm left with 100mm femoral neck screw implanted. No further information available. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (tfna scr perf l100 tan, part number 04.038.200s, lot number 7874743). The subject screw and associated nail were received with the following complaint that the patient underwent revision surgery on (B)(6) 2016 to treat non-union of a subtrochanteric fracture. The patient was initially implanted on (B)(6) 2015. During the surgery, the nail and associated screw were removed.¿ drawings (manufactured/current) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4). Manufacturing date: 15-jan-2015. Expiration date: 31-dec-2024. Both devices show evidence of being implanted with minor discolorations and scratched present. The devices were functionally tested together and no issues were found. Each device functioned as intended. It is unknown what caused adverse event, but it was not caused by the manufacture or design of the product. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 15-jan-2015, expiration date: 31-dec-2024, part #: 04.038.200s, lot#: 7874743 (sterile) - 10.5mm ti tfna fenestrated screw 100mm - sterile. Raw material lot no: 7704533. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the event as per complaint description cannot be associated with the sterility process of the product. (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The awareness date was reported as (B)(6) 2016 in error on the initial medwatch. The correct date of awareness for the reported event was (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.